Event description:
Surgeon identified the sensor wire. Approximately 3 mm guide wire tip peeled and broke off inside patient's right kidney showing on fluoroscopy while using pneumatic lithoclast (kidney stone breaker). They were unable to retrieve the said piece due to patient's unstable conditions. Surgeon plans to retrieve the said piece on the next surgery procedure.